Manufacturer narrative:
The insulin pump alarmed with a button error and had no button response due to corroded keypad traces. No frozen screen was noted. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that she was unable to clear; the pump seemed to freeze and the buttons became unresponsive prior to the pump alarming. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.